Manufacturer narrative:
A field service (fse) went on-site and found blood under the bsv drip tray. Fse cleaned the spill with bleach and ran 60 patient specimens with no leaking observed. Fse then inspected the tubings and could not reproduce the leak. The cause of the leak could not be determined. (B)(4).

Event description:
A customer contacted beckman coulter inc (bec) reporting a 10 ml liquid leak near the blood sampling valve (bsv) of their coulter lh 780 hematology analyzer. The leak was contained within the instrument. The operator was wearing personal protective equipment (ppe) consisting of gloves and a lab coat at the time of the incident. No injury or exposure was reported. There was no affect to patient samples. All samples were repeated on another instrument.